Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a concentric de novo lesion in a circumflex coronary artery with moderate calcification, moderate tortuosity and 90% stenosis. A hi-torque pilot 50 guide wire was soaked in saline then was advanced along with a non-abbott vascular 2.6 french micro-catheter with inner diameter of 0.38 mm, however the guide wire had resistance with the micro-catheter and could not advance to the lesion. The pilot 50 was removed with resistance as a single unit with the micro-catheter. The hi-torque pilot 50 guide wire was replaced with a new pilot 50 guide wire and the procedure was successfully completed. The post-procedural stenosis was reported as 25%. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.